Event description:
The pt had an aneurysm of the right choroidal. During a coil embolization acute procedure, the orbit mini complex fill 3.5x5 coil failed to detach in the aneurysm. All the products were new. Prior to connecting and during prep, the syringe or coil delivery system was not damaged. The dcs syringe was utilized to prep the device, and during prep, the blue zone was not exceeded on either syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe. The products were connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connections were checked for proper seating/fitting on the delivery system hub. After the coil did not detach at the initial zone, the alternative red zone was not utilized to detach the coil. The same syringe was utilized with a total of 6 other coils. After disconnecting, no damages were noted on the syringe. Other than the reported event, no other damages were noted on the syringe, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc).

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.